Event description:
It was reported that (1) device was used during a laparoscopic hernia repair. It was reported by the affiliate that the ems instrument only fired out 5 staples. Another instrument was used to complete the case. There was no consequence to the pt.